Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2020-33311, 1627487-2020-33312, 1627487-2020-33314. It was reported that the patient has not used their system in years. The patient may undergo surgical intervention to explant the system. Further information is pending. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.

Manufacturer narrative:
The event of system to be explanted was reported to abbott. The patient has not used their system in years. The patient may undergo surgical intervention to explant the system. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. Attempts were made to obtain complete event and patient information is pending follow-up with the hospital. Additional information was not provided.

Manufacturer narrative:
H6 - adverse event problem - corrected device code to reflect no issue with the leads.

Event description:
Additional information revealed that the patient may undergo surgical intervention to replace the leads for MRI compatibility.

Event description:
Additional information revealed that the patient was not receiving effective therapy from their system. In turn, surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.